Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The customer confirmed that there was no malfunction of the iabp because it worked fine when disconnected from the optical sensor.

Event description:
An intake form was received from the customer on 4/28/2017 stating that the patient was admitted on (B)(6) 2017. Patient was nonstemi and went to cath lab for left heart catheterization. Patient had multivessel disease. The iabp was placed and alarmed every 5-10 seconds "optical sensor error". Customer then reported that they tried multiple iabp machines and that the physician and the cath lab felt it was a catheter issue. Cath lab and maquet representative had conversation and the optical sensor was disconnected from iabp. The iabp functioned well without optical sensor. The patient had heart surgery the following day. The patient was also on multiple pressor and inotropes. Patient later died 24 hours later from cardiogenic shock. Customer reported that the immediate action taken at the time was that the cath lab tried multiple iabp machines, and once it was determined that it was an "optical sensor" issue they disconnected and the iabp worked fine. Dr. (B)(6) decided not to change iabp catheter. Customer does not attribute the patient's death to the iabp. Furthermore, a separate report will be submitted for the iab catheter under trackwise #(B)(4).